Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that their device 'failed' in less than 3 years and lasted less than 10 years. They would like compensation for pain and suffering. The caller stated when asked that they had 'no idea what happened with their previous system, but they were told they had an impedance since 2025.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were getting a message on their handset that the system was operating at maximum settings and therapy cannot be increased. Patient said the message came up a day or two ago. Reviewed how to change programs. Patient was on program 1 at 0.9 when they saw the max settings message. Patient tried program 2 and saw the maxsetting message at 0.4. Patient tried program 3 and was able to increase to 1.3 where they could feel stim and did not get a max settings message. The patient was redirected to their healthcare provider to further address the issue. Patient said they do not like the current external devices and preferred the previous device. Additional information was received from the patient on (B)(6) 2025. They reported that the cause of the maximum settings message was unknown. To resolve the issue the patient stated they will see their representative (rep) at their health care provider (hcp) office. It was reported the issue was not yet resolved. Additional information was received from the patient (B)(6) 2025. They reported that they were getting an error message on all 7 different programs. The patient stated they were at 0.5 and hit the maximum setting. The patient had not had any recent falls or trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient on (B)(6) 2026. The patient reported that they had contacted their doctor about this issue on (B)(6) 2026. They reported that the cause of the maximum settings error messaged was not determined. When asked what most likely cause or contributed to the issue the patient responded "?" They reported that steps taken to resolve the issue included replacement. They reported that the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.